Manufacturer narrative:
The smart card data was returned for evaluation. A review of the data recorded on the returned smart card verified the occurrence of multiple alarm #17: return pressure warnings during the treatment. The warnings occurred for pressure above the upper limit. The smart card data showed the operator aborted the treatment after 460 ml of whole blood was processed. The reported clots could not be verified based on the smart card data; however, the return pressure warnings are consistent with a blockage in the return line such as clots. Section 2-8 of the cellex operators manual (1470526 rev. 03) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The clinician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The root cause for the clotting observed could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j230 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot j230 shows no trends. Trends were reviewed for complaint categories, clot observed and alarm #17: return pressure. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Section 2-8 of the cellex operators manual (1470526 rev. 03) for use with software (B)(4) on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The clinician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #17: return pressure alarm at approximately 460 ml of whole blood processed. The customer inspected the return cannula and it was blocked. The customer observed clotting in the return line. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. Clotting was also seen in the centrifuge bowl after the treatment was aborted. The customer reported the patient was in stable condition and started a new treatment with a new kit. The customer discarded the kit and did not return product for investigation.